Event description:
The report status: serious injury medical intervention. Reporting rationale: slow flow of side branch requiring medical intervention. Device issue: none. It was reported that after the xience v stents were implanted, the obtuse marginal was noted to have slow flow. A whisper guide wire was selected for treatment of the small vessel (2.0); however, during advancement through the stent struts, it was not noticed that the guide wire had inadvertently entered a smaller vessel (1.0) and another co's dilatation balloon was placed over the guide wire and dilatation on the wrong vessel was performed. The dilatation balloon caused a perforation of the vessel. A graftmaster was selected to treat the perforation, however, the guide catheter used was too small for the size of the graftmaster and the device was not used on the pt. The same dilatation balloon was inflated twice at 20 mins each inflation, to seal the perforation successfully. While in the cath lab, the pt complained of difficulty breathing, and a pericardial tap was performed on the pericardium; however, there was no blood found. The pt was transferred to ccu where the pt expired. The pt death is related to complications from the perforation caused by the balloon catheter, and a suspected pulmonary embolism. The death is not thought to be related to the xience v devices. No add'l event or pt info is available.

Manufacturer narrative:
The two other xience v stents indicated, are being filed under the same MFR number. Results and conclusion summation: product performance engineering reviewed the incident info. Ischemia and death, as listed in the xience v IFU, are known risks associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction. It is possible the respiratory distress is related to the ischemia and the death occurred from a combination of the ischemia and the procedural complications after stent implant. A conclusive root cause cannot be determined.